Event description:
It was reported that during implant, the right ventricular (rv) lead would not sense when connected to an analyzer. The physician requested a new lead. There were adverse health consequences; the patient was in stable condition.